Event description:
In 2007, a gore propaten vascular graft was implanted as a right common femoral to peroneal bypass. Seventeen days later, the graft lost patency and two days later, a below knee amputation was performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet completed. The investigation is in progress.